Event description:
It was reported in a scientific article that a patient died with sudden unexpected death in epilepsy (sudep), while being noted in seizure reduction of 50%. The patient had underlying severe dravet syndrome and refractory frontal lobe epilepsy. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: shahwan, amre, catherine bailey, wirginia maxiner, and simon a. Harvey. "Vagus nerve stimulation for refractory epilepsy in children: more to vns than seizure frequency reduction." (2008): 1-9. See scanned pages.